Event description:
It was reported to boston scientific corporation that a pinnacle implant and a advantage implant were implanted into the patient on (B)(6) 2011. The patient experienced further surgery and nonsurgical treatment. Patient symptoms include: eep; back pain; vaginal pain; pelvic pain; groin pain; anal pain; rect pain; thi pain; pain inter; inab inter; diff bowel; incont not pres; damage; psych. Nonsurgical treatments: the patient was treated with pain medication: pandeine forte for the treatment of: pain. On (B)(6) 2021 the patient commenced psychological medication: valdoxan for the treatment of: antidepressant .

Manufacturer narrative:
Patient identifier: (B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
Block a1: meshc-20211027-4f0f7515. Block d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. Block h6: evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: two boston scientific mesh devices were implanted into the same patient. This report pertains to the pinnacle. It was reported to boston scientific corporation that a pinnacle prolapse repair mesh and an advantage sling were implanted into the patient on (B)(6) 2011. The patient experienced further surgery and nonsurgical treatment. Patient symptoms include: eep (erosion/extrusion/protrusion of the mesh); back pain; vaginal pain; pelvic pain; groin pain; anal pain; rectal pain; thigh pain; painful intercourse; inability to have intercourse; difficulties with bowel motions; incontinence not present before implant; damage; psychiatric injury. Nonsurgical treatments: the patient was treated with pain medication: pandeine forte for the treatment of: pain. On (B)(6) 2021 the patient commenced psychological medication: valdoxan for purpose: antidepressant.